Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. This rv lead was replaced with the same model. No additional adverse patient effects were reported. Additional information received which indicates that this rv lead was explanted due fractured lead. This rv lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. This rv lead was replaced with the same model. No additional adverse patient effects were reported.